Event description:
It was reported that a spectrum iq infusion pump alarmed close door. This occurred after door closed and error popped up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem of "close door alarm" was unable to be reproduced. A review of the event history log revealed multiple occurrences of the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be loose upper link screw. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.